Event description:
Review of the download data for a (B)(6) male pt revealed a svc code 108 - critical data storage error. Zoll customer support contacted the pt, where he reported the response buttons would not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (svc code displayed) has been confirmed. Engineering is currently investigating the cause of the svc code 108 - critical data storage error. In addition, the front response button was non-functional and the monitor's case was cracked. The root cause of the non-functional response button was unable to be positively determined. The root cause of the cracked monitor case was unable to be positively determined, but was likely physical abuse. A root cause investigation is currently underway for the svc code 108. A supplemental report will be sent upon completion. No adverse event resulted from the non-functional response button. The pt received a replacement monitor.